Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user identified that drawer two cubies were failed and cannot be recovered. The customer attempted recovery procedures, but the issue remains unresolved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer six pockets b4 and c1 failed. A field service engineer (fse) removed cubies, all debris was cleared, and all contacts on the row boards and cubies were cleaned. All row board cable connections where reseated which resolved the issue. The system functioned as intended after the field service engineer repaired the device.